Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument suddenly did not work. A fragment from an unspecified location of the instrument allegedly fell inside the patient and was retrieved during the same procedure. The procedure was completed using a backup harmonic ace instrument with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no fragment left.

Manufacturer narrative:
Based on the current information provided, the cause of the customer reported failure mode cannot be determined. Isi has requested for return of the harmonic ace instrument for failure analysis evaluation. However, as of the date of this report, the instrument has not been received. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, a fragment from a harmonic ace instrument broke off and allegedly fell inside the patient. The fragment was retrieved during the same procedure.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer-reported complaint. Fa found the primary failure of the instrument blade broken to be related to the customer reported complaint. The instrument was found to have a blade broken. The blade broke at roughly 0.150¿ from the base. Broken piece was not returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. Common causes of the failure mode broken instrument blades are typically attributed to the user. Cracked or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades). The probable root cause of this failure is typically attributed to mishandling/misuse.